Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced skin overgrowth at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture. It was further reported that the patient was administered topical and oral antibiotics (date not reported) and topical steroids (date not reported).